Event description:
It was reported that when using the bd pyxis¿ anesthesia station es after the 1.11 upgrade, the station experienced biometric identifier issues. The user facility reported that biometric identifier required at least 3 to 4 attempts before the screen was no longer blacked out and able to read fingerprints. The biometric identifier response was slow and only flashed without reading the fingerprint. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID functionality was degraded following the es 1.11 upgrade due to an outdated lumidigm driver, which caused slow response and multiple failed fingerprint attempts before successful recognition. A technical support specialist (tss) deployed the es lumidigm bio-ID 9.6.41540 update package, verified required services and processes were running, and rebooted the station into application mode, after which bio-ID performance returned to normal. The system functioned as intended after the technical support specialist troubleshot the device.